Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There were stains on the image guide bundle. The insertion cover was crushed due to an external factor. There were scratches on the insertion cover due to external factors. There were wrinkles in the insertion part due to external factors. The water tightness of the bending section cover was not maintained due to external factors. The bending section cover adhesive was peeling. There were scratches on the operation part, eyepiece, grip, angle lever, up/down plate, black cover, nut, fixed ring, adapter due, and adapter frame due to external factors. The universal cord was difficult to remove due to handling (insufficient cleaning). The light guide connector may have been scratched due to external factors. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be conclusively specified. The probable cause was that the bending section cover fell off (damaged) due to the same cause as other breakages, but it was not possible to determine whether the breakage was due to stress, handling, or other factors. It was confirmed that the bending section cover had fallen off (damaged). In addition to the indicated phenomenon, damage to the insertion part cover tube was confirmed. It was not possible to determine whether the damage was due to stress or handling. The product was shipped without any manufacturing abnormality after checking the manufacturing record. The IFU (instruction for use) provides guidelines: nasopharyngeal fiberscope enf-xp / p4 chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope 5. Visually check that the rubber covering of the curved part is free from abnormal slack, swelling, scratches, holes, etc.

Event description:
It was reported by the olympus representative on behalf of the customer, the rhino-laryngo fiberscope had an image bundle stain which caused a compromised image. No patient harm reported. During the evaluation of the device, it was noted the bending section cover had fallen off. This report is to capture the reportable malfunction of the bending section cover had fallen off noted at estimation. The user was not aware of the bending section cover had fallen off, which was found during inspection and not during a procedure.